Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient underwent a coronary procedure in the mid left anterior descending (lad) artery. Rotational atherectomy was performed and a perforation occurred. The patient went into pulseless electrical activity (pea) and was intubated. Balloon angioplasty was performed and the 2.8 x 16 mm graftmaster stent was successfully deployed at the site, sealing the perforation. Pericardial effusion was noted, as a result of the perforation, and pericardiocentesis was performed. The patient condition continued to decline as a result of the perforation. Planned stenting continued with stenting of the left main artery and proximal lad. A dissection was then noted at the site of the implanted graftmaster stent, which was successfully treated with balloon angioplasty. Although flow was restored to the lad, the patient continued to decline. After 45 minutes of aggressive resuscitation attempts, the patient died. Per physician, the perforation, pea and patient death are unrelated to the graftmaster stent. No additional information was provided.